Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: the esheath shaft was curved. The liner was unexpanded except for the distal which is lifted. The esheath shaft was kinked 1cm from the strain relief. The distal tip opened as designed, but with a split, stretching, soft tip folded inward, and scratches. There were scratches along the sheath shaft. The esheath shaft was damaged. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. To promote successful introduction of the esheath/esheath+ and introducer, design requirements and drawings include smooth transition between the sheath tip and introducer shaft (with a nominal defined gap), sheath tip and shaft materials selection and sheath/introducer dimensions, 0.035 in guidewire compatibility, adequate sheath introducer locking feature (esheath+ only), and no premature opening of the distal tip or seam of the esheath/esheath+ during introducer insertion. Esheath and esheath+ were verified and validated including for lubricity and durability of the hydrophilic coating. Mitigations include visual and dimensional inspections of the sheath, introducer, and hydrophilic coating, sheath kink testing, guidewire compatibility, and bond strengths. Edwards also provides guidance and instructions on visualizing and assessing vasculature, device prep, and proper insertion techniques in the instructions for use (IFU) and training/refresher training materials, including adequate hydration of components, use of 0.035 in guidewire, and appropriate orientation of the esheath/esheath+ seam in the vasculature. Training materials also note that insertion push force can vary due to the angle of access and insertion, vessel diameter, tortuosity, and degree of calcification. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to sheath insertion/advancement difficulty. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient and procedural factors such as calcified, tortuous, or undersized patient vasculature and/or a steep insertion angle can create a challenging pathway for sheath introduction. Sharp, calcified nodules within the patient access vessel can act as physical obstacles, while undersized vessel diameters can constrain the sheath increasing friction and leading to higher push force. In addition, vessel tortuosity and a steep device insertion angle can induce stress to the sheath shaft causing it to kink or bend and require a higher push force to navigate. Inadequate or constrained patient access site can also cause difficulty and lead to the strain relief to catch onto the anatomy as it is advanced. As a result, the operator may apply excessive manipulation or increased push force to overcome the difficulty, which may lead to sheath tip or shaft damage, including premature opening of the tip or lifting of the liner. Furthermore, more than one of these factors can compound and further lead to difficulty during sheath introduction into patient anatomy and/or lead to consequential damage of the sheath. In this case, the complaint was confirmed. Investigation results indicate that patient factors (calcification, tortuosity) may have caused or contributed to the inability to introduce the sheath, while patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation) may have caused or contributed to the sheath/introducer damage. No edwards defect or manufacturing nonconformance that would have contributed to the reported event was identified. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards italy affiliate, during a transfemoral tavr procedure. With a 26mm sapien 3 valve. There was high resistance, due to iliac artery calcification, during insertion of the esheath into the patient. The distal tip of esheath was observed to be torn. The esheath was not completely inserted through the vessel, but it was decided to exchange the esheath for a new one. The valve was successfully implanted with the new esheath with no injury to the patient. The final patient outcome was good.